Event description:
Infection was reported. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the partial lead was returned to the manufacturer in segments, analyzed and tested out of specification. The proximal conductor was fractured. The defibrillation conductor was distorted, and the distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, and the outer tubing and outer tubing overlay were melted. The outer tubing overlay had cosmetic environmental stress cracking. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The tip electrode had a miscellaneous (non-electrical) finding.